Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed skin irritation under her breasts. Patient reported that a physician stated that the skin appeared to be infected. Patient was given clindamycin (antibiotic) and topical antibiotic cream by the physician. Patient reported that the irritation improved.